Event description:
This 32 year old female underwent bilateral explantation of breast implants on 4/3/92. The manufacturer of the 1984 implantations is unknown to this reporting facility. The implants were double lumen. On the right side, the outer lumen containing saline was ruptured but the inner bag was intact. On the left side, both bags were intact. The right and left breast capsules showed fibrous, focal fat necrosis, histocytic inflammation; negative for malignancydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other, none or unknown. The device was not destroyed/disposed of.